Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation is completed, a follow-up MDR will be submitted.

Event description:
It was reported that there was black color debris in the sterile package. This was discovered prior to arrival at hospital. No adverse events have been reported as a result of the malfunction. There was no patient involvement.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
No additional event information available.